Event description:
(B)(4). Also major teeth deterioration. My gums are constantly in pain.

Event description:
(B)(4). I have experienced severe lower back pain, depression has worsened, I experience more migranes since the procedure, along with very little energy.